Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) analysis of performance data collected from the device revealed that the device recorded a power on reset on (B)(6) 2010 at 14:42:06 due to an attempt to write to a locked ram location. Analysis of the device revealed a ram chip memory error and normal battery depletion.

Event description:
It was reported that the device had an electrical reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation, however performance data from the device was received and analyzed. The device recorded a power on reset on (B)(6)2010 at 14:42:06 due to an attempt to write to a locked ram location.